Event description:
Peg placed by ir (B)(6) 2014 and patient discharged back to acute rehab. Pt represented (B)(6) 2014 with respiratory distress and severe abdominal pain worse with flushing and infusion of meds. CT a/p showed the percutaneous gastrostomy was totally outside of the stomach, with the distal tip of the gastrostomy tube embedded in the anterior abdominal wall and oral contrast spilling from the tube into the abdominal wall musculature as well as intra-abdominally. Ir placed a new tube (B)(6) 2014 and found that balloon on the old tube was ruptured. Pt developed rising lactate, rising wbc, tachypnea, tachycardia, and diffuse abdominal tenderness. Pt still in-house at time of this report.